Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a ring artifact appeared on images. The philips field service engineer (fse) inspected the system and found the compensator was cracked and causing the ring artifact and replaced the a-plane collimator to successfully resolve the issue. The fse confirmed there was no impact to the patient as a result of this issue. The system is in clinical use. This issue has been determined to not be reportable.